Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The catheter was replaced (B)(6) 2018. The patient symptoms have been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the patient's cortisone shot was on (B)(6) 2017. The patient had a fractured catheter (lumbar region). He had cardiomyopathy and hypertension which in additional to opioid withdrawal from the fractured catheter most probably caused a mild heart attack. The cause of the withdrawal, pain, swelling and not being able to sleep were caused by the fractured catheter. The hcp increased the patient's oral pain medication. The patient had cardiac clearance pending, prior to repairing the fractured catheter. The cause of the issues getting medication out of the catheter was the fractured catheter. The patient symptoms were resolved to a certain extent with oral pain medications. The hcp would need to restart the infusion once cardiac clearance had been obtained for surgery to repair the catheter. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine (concentration 50 mcg/ml, dose 21.993 mcg/day), bupivacaine (concentration 5 mg/ml, dose 2.1993 mg/day) and morphine (concentration 10 mg/ml, dose 4.399 mg/day) via an implantable pump for non-malignant pain. The consumer thought the patient was having problems with pump or catheter stating the patient was in the hospital a couple weeks prior to this report date and it was like he was having withdrawals, and stated "for the last 2 days it was really bad", the patient got a cortisone shot on (B)(6) (believed), and the doctor was trying to draw medication out of the catheter and they couldn't hardly get anything, patient had swelling where the catheter goes into the spine and stated they can actually see where the catheter is. The patient also had a heart attack on (B)(6). Patient was in so much pain that begun a couple of weeks prior to this report date and he had not slept in like 3 days since (B)(6) and had sharp pains down his legs and his feet were numb; the first time the pain started he ended up at the hospital, and now it started again 3 days prior to this report date. In (B)(6) 2017, he got out of the hospital on the (B)(6) and it lasted for about 6 days") - it was like he was having withdrawals, and for the last 2 days it was really bad no interventions mentioned. The situation was being addressed by the health care professional. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the cause of the fractured catheter was undetermined. The patient would have to have the catheter repaired as soon as possible, after cardiac clearance was obtained. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. An x-ray was done and revealed a broken catheter. A catheter revision was performed. The catheter spinal segment was replaced at the point of the break and attached to the current pump segment. It was done during a major spine surgery. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. Patient status was asked but was unknown. The issue was resolved. Medical history was asked and will not be made available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The catheter was replaced and no follow up analysis will be done.